Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. The pink slide insert was visible through the top housing viewing window. Pod download data showed that it completed first and second priming, and the device got deactivated after 1561 pulses. After investigation of the needle mechanism, no issues were found that would result in a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the cannula was visible; indicating the needle mechanism did not function as intended. The patient's blood glucose rose to 295 mg/dl while wearing the pod on the hip/buttocks for longer than 48 hours. As treatment, a new pod was applied.